Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: material no. 363080; batch no. 9043983. (1 of 2) date of event: (B)(6) 2019. Customer called to report tubes are overfilling. No specific occurrence date has been happening for a while. Rcvd an email from the customer with the following information: what is the date of event? The event that prompted this call was on (B)(6) 2019 but we have been experiencing these issues since (B)(6) 2018. Was the course of treatment changed? No, only delayed medication delivery due to recollection. The overfilled tubes were rejected prior to testing on the analyzer. Were the samples tested? Two tubes were used during the initial collection, both tubes were overfilled and rejected. Alternate secondary collection with two tubes used again and 1 tube overfilled, understood the issue with secondary tube and removed the tube prior to overfilling by vacuum. Even when practicing this technique every single technician and technologist is having collections rejected.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: material no. 363080 batch no. 9043983 (1 of 2), date of event: (B)(6) 2019. Customer called to report tubes are overfilling. No specific occurrence date has been happening for a while rcvd an email from the customer with the following information: what is the date of event? The event that prompted this call was on (B)(6) 2019 but we have been experiencing these issues since (B)(6) 2018. Was the course of treatment changed? No, only delayed medication delivery due to recollection. The overfilled tubes were rejected prior to testing on the analyzer. Were the samples tested? Two tubes were used during the initial collection, both tubes were overfilled and rejected. Alternate secondary collection with two tubes used again and 1 tube overfilled, understood the issue with secondary tube and removed the tube prior to overfilling by vacuum. Even when practicing this technique every single technician and technologist is having collections rejected.